Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device and lot number, it is difficult to determine the root cause. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
(B)(6) - "(B)(6) experienced the malfunction - during the procedure the doctor was putting on and taking off the gel seal cap. At some point during the procedure the doctor noticed that the lure lock cap that covers the smoke evacuation port had fallen into the patient. The doctor was able to locate and safely remove the cap." Patient status - no patient injury.